Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed button. The patient's blood glucose level was unknown at the time of the call. The customer stated that the buttons are too hard to push and that they are receiving a replacement. The customer was hospitalized for reasons unrelated to diabetes issues. The product was not returned for analysis.